Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for a supraventricular tachycardia (svt) arrhythmia which accelerated the rhythm into the ventricular fibrillation (vf) zone. The rhythm was converted after this device delivered one shock. It was noted that this patient will follow-up with cardiologist. Technical services (ts) analyzed device episode data and found that there were two prior episodes of svt where atp was also delivered inappropriately. No additional adverse patient effects were reported. Currently, this ICD remains in service.